Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective capacitor. The reported problem was confirmed. Based on the information available, customer has rejected the quote and no work performed from philips. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Customer has rejected the quote and no work performed from philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the energy of the equipment is low, and the measurement is unqualified.